Manufacturer narrative:
No evaluation of the suspect device possible. User facility policy does not allow the release of explanted products.the identifying lot number of the variable angle self tapping screw has not been provided. Upon receipt of additional and/or corrected information a follow-up submission will be provided.

Event description:
(B)(6) 2009 - original surgery for acdf (anterior cervical disectomy fusion) in which alphatec trestle plating system along with competitive products were implanted in the c4-c7 location. (B)(6) 2010 - patient returns to or for revision surgery due to nonunion (pseudo) and to remove failed hardware. A 4.0 x 14mm variable angle self tapping screws had broken in the c4 location.